Event description:
It was reported to boston scientific corporation that a gold probe¿ was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, after the device was connected into the cautery machine, it failed to cauterize. The device was connected into a second cautery machine however, no cautery was produced. Reportedly, there were no visible damage with the device and the packaging and there were no issues with the two generators. The procedure was completed using a second gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Visual evaluation of the returned device found no failures. An electrical evaluation was performed; the device failed both the isolation of electrodes and load test. Radiographic inspection found the internal electrical wire was kinked and damaged near the distal tip. A transverse cut was applied to the catheter and the tip presented evidence of burn. Further radiographic evaluation was performed on the distal section and the proximal section to verify the wire welding process. The wires presented evidence of welding manufacturing process at the tip located at the distal section and at the connector located in the proximal section of the device. The complaint was confirmed since the unit failed both electrical test and further analysis found internal electrical wires kinked and damaged at the distal tip. The investigation concluded that the most probable root cause for this complaint is operational context, since procedural and/or anatomical factors encountered could have affected the device integrity and/or its performance. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a gold probe¿ was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2014. According to the complainant, after the device was connected into the cautery machine, it failed to cauterize. The device was connected into a second cautery machine however, no cautery was produced. Reportedly, there were no visible damage with the device and the packaging and there were no issues with the two generators. The procedure was completed using a second gold probe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
Reported event of gold probe failed to conduct. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.